Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. A d154awg implantable cardioverter defibrillator, (B)(6) 2009. A 6947 implantable tachy lead, (B)(6) 2002. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range with two patient alerts for out of tolerance subthreshold lead impedance on (B)(6) 2012 and (B)(6) 2013. Weekly pace lead trend data shows an abrupt increase for min and max a pace equal to 528 to inf(un-filtered data) ohms peak between (B)(6) 2012 and (B)(6) 2013.

Event description:
It was reported that the patient received two inappropriate shocks from the right ventricular (rv) lead due to noise and oversensing. Also the rv lead pace/sense impedance had spiked from 1800 to greater than 4000 ohms. Also the rv lead superior vena cava coil impedance had started spiking from 60 to greater than 200 ohms three months prior to the rv pacing impedance spikes. The right atrial (ra) lead impedance also started spiking to greater than 2500 ohms following a patient fall five months prior. The ra lead also had oversensing and undersensing with p-waves at 0.3 to 0.9 millivolts. The rv and ra leads were both capped and a new rv lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.